Event description:
While evaluating a returned battery pca, it was identified by an authorized technician that a single power contact pin on the j7 connector was bent and not making good contact with the solder landing. There was no patient involvement.